Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed a percutaneous lead wire compromise that would have contributed to the reported abnormal pump operation. Upon disassembly of the device visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The percutaneous lead (lead) was returned severed approximately 1 inch from the pump housing and the remainder of the lead was returned in two segments. A pump end bend relief fracture was observed adjacent to the nipple of the pump housing. The rippled surface of the fractured ends of the bend relief silicone suggests that this failure resulted from fatigue. The fracture of the bend relief would have allowed biological fluid to enter the space between the outer silicone sleeve and the clear bionate layers and travel along the cable to the external portion of the lead, which is consistent with the reported event and the evaluation findings of the perc lead. Electrical continuity testing of all three returned portions of the perc lead revealed that all wires were electrically intact. An area of breakdown and corrosion of the metal braided shield was noted on the perc lead segment extending from the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the orange wire at approximately 0.75 inch from the nipple of the pump housing. The exposed inner metal conductors showed evidence of corrosion consistent with an electrical short. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and high-potential testing of the remainder of the returned perc lead segments revealed no additional areas of compromised wire insulation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad produced alarms while connected to the power module. In clinic lvad interrogation showed multiple pump stops and the pump stop was duplicated while patient was sit and white power cable was connected to regular patient cable. The driveline had sheath damage covered with rescue tape. No clinical symptoms were reported. The submitted log file was reviewed by technical services and contained approximately 18 hours of data. Pump stoppages were not observed; however, multiple low pump speed operation events were found intermittently throughout the log file. Per technical services, this type of behavior had been previously linked to potential issues with the percutaneous lead. These issues only appeared to occur while the lvad was connected to the power module. The submitted x-rays were also reviewed and appeared unremarkable. The patient was placed on an ungrounded patient cable and no additional alarms occurred. Technical services arrived onsite on (B)(6) 2017 for the requested percutaneous lead (driveline) replacement. After cutting out the outer silastic layer of the driveline, a foreign object was found. The replacement was not performed. The physician requested a pump exchange. The pump exchange occurred on (B)(6) 2017.